Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system was received without a valve loaded within the capsule. The front grip was detached on receipt of the device. A buckle and tearing were evident to the proximal section of the capsule. The nose cone was over captured by the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. It was not possible to load an in-house valve due to the damage to the capsule. No other deformation evident to the remainder of the device. The reported buckle could be confirmed through analysis. Updated data: d9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic bioprosthetic valve (tav), the sizing measurements were in between a 29 millimeter (mm) valve and a 34 mm valve. The 29 mm valve was ultimately chosen for implant. Upon the first deployment attempt at 80% deployment, significant paravalvular leak (pvl) was observed. Subsequently, it was chosen to upsize to a 34 mm valve. Upon recapture, the valve dove into the left ventricle. Full recapture was subsequently performed without resistance. Prior to full withdrawal of the system, it was observed that the capsule of the delivery catheter system (dcs) was not fully closed. It was observed that the distal end of the capsule was bent. The dcs was then fully removed from the patient, and the 34 mm valve was loaded into a new dcs and successfully implanted. Additional information was received that during the implant of the 29 millimeter (mm) valve, moderate to severe paravalvular leak (pvl) was observed. Additional information was received that the valve loader was new. There were no issues seen on fluoroscopic inspection of the valve load. There was no unusual force felt during deployment or when recapturing the valve. There was nothing in terms of patient anatomy that contributed to the injury.

Manufacturer narrative:
Image review: two images were submitted for review in relation to the reported event. The absence of the patient executive summary limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection was not available for review; therefore, confirmation of an acceptable valve load could not be verified. It was reported that an initial attempt was made to implant a 29 millimeter (mm) valve, after which a decision was made to exchange to a 34 mm valve. Review of the provided images identified evidence of one attempted recapture event, during which the delivery catheter system did not fully close the system, with visible damage to the proximal part of the capsule observed under fluoroscopy. The system was subsequently withdrawn from the patient, and damage to the capsule of the delivery catheter system was confirmed. In the absence of a complete set of intraprocedural images, the cause of the capsule damage could not be determined; therefore, this review remains inconclusive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic bioprosthetic valve (tav), the sizing measurements were in between a 29 millimeter (mm) valve and a 34 mm valve. The 29 mm valve was ultimately chosen for implant. Upon the first deployment attempt at 80% deployment, significant paravalvular leak (pvl) was observed. Subsequently, it was chosen to upsize to a 34 mm valve. Upon recapture, the valve dove into the left ventricle. Full recapture was subsequently performed without resistance. Prior to full withdrawal of the system, it was observed that the capsule of the delivery catheter system (dcs) was not fully closed. It was observed that the distal end of the capsule was bent. The dcs was then fully removed from the patient, and the 34 mm valve was loaded into a new dcs and successfully implanted. Additional information was received that during the implant of the 29 millimeter (mm) valve, moderate to severe paravalvular leak (pvl) was observed.